Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information. If follow-up, what type - additional information/device evaluation. Device evaluated by manufacturer - additional information. Event problem and evaluation codes - additional information.

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test failed. The customer complaint was undetermined because data logs are not available for review. A probable cause could not be determined via product evaluation.